Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined the drawer was obstructed by an accumulation of medicine. The field service engineer took the bag out of the drawer and cleared the obstructed medicine to resolve the problem. The system functioned as intended after the technical support specialist checked the device.

Event description:
It was reported when using the pyxis medstation es system, the drawers were encountered and failure. The customer reported that due to this malfunction, there was a delay in the dispensing of medications to the patient. There were no adverse events or injuries reported based on this incident.